Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of blood glucose signal on the ilet system after showering, with signal recovery occurring during troubleshooting; the associated cgm was dexcom g7. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included basic troubleshooting and user education. Investigation of this case revealed transient communication disruption consistent with temporary signal loss, with normal function restored and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal interruption likely related to environmental or situational factors, not a device malfunction.